Event description:
Device 2 of 3: reference MFR. Report# 1627487-2019-05780. Reference MFR. Report# 1627487-2019-05782. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the drg system was explanted.